Event description:
It was reported that the patient had felt too weak to walk into a store. Per follow up with the clinic, the patient experienced symptoms of shortness of breath, dizziness and syncope. The battery of the implantable pulse generator (ipg) was determined to have depleted early and the right ventricular (rv) lead thresholds were high. The rv lead remains in use. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.